Manufacturer narrative:
(B)(4). Follow up with the nurse revealed that the patient never informed her of the situation. The nurse state that the patient is doing well and still performing peritoneal dialysis therapy. There was no injury or medical intervention associated with this report. The batch review was not performed, because the sample was discarded, and the lot number was unknown. Baxter conducted a trend review and found that similar reports have been received for the reported problem. The root cause will be identified/addressed through the CAPA investigation, number (B)(4).

Event description:
The report states: the patient was revised to address infection. Minimal polywear was also reported of the liner.

Event description:
A customer contacted baxter?s technical service center to report a 2240 alarm (air) on the homechoice (hc) during the initial drain. The homepatient (hp) did not call and started over with new supplies.

Manufacturer narrative:
(B)(4). Sample availability is unknown at this time. If the sample is received, a follow up emdr will be submitted.